Event description:
The patient underwent right total knee replacement on (B)(6) 2018 without complication. On (B)(6) 2018, patient returned to the operating room for right knee revision and replacement of 2 components after experiencing patellar dislocation, and significant pain. The femur cruciate component explanted during the (B)(6) 2018 surgery was found to be marked "left". The investigation considered several possible circumstances under which the incorrect implant could have been implanted. One of those possibilities was that the implant box was incorrectly labeled by the manufacturer: exterior box indicated right but contained a left implant. The implant box was not available during the investigation as it had been discarded following the (B)(6) 2018 surgery. At that time, there was no reason to retain any of the implant packaging.